Manufacturer narrative:
The affected device was tested by dräger service onsite. During the test the issue could be duplicated, and the log entries indicate that the internal monitoring of the pcb front panel has noticed that the graphics unit could not be started. Hardware evaluation showed that an overheated electronic component on the pcb front panel was the root cause for the malfunction. The device was repaired by replacing the affected pcb. The device reacted as specified for this malfunction by initiating a warm start in an attempt to solve the issue. During a warm start the screen is switched to dark, an audible alarm is generated, and an emergency-breathing valve opens to allow for spontaneous breathing. As the hardware issue could not be solved by a warm start, a continuous audible alarm was activated, and the emergency-breathing valve remained open. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported during use that the device restarted during use. There was no patient injury reported.